Event description:
It was reported that during a roux en y procedure, during the first fire of the device across the jejunum, the stapler would not fire. The physician then took the staple reload out and replaced it with a new reload and the instrument fired fine. There was no patient consequence.